Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that episodes of noise resulting in oversensing and inappropriate mode switch were observed on the device. The noise was able to be reproduced via provocative testing. No intervention was performed at this time. The patient was stable and will continue to be monitored.